Event description:
It was reported that the pt was having a routine evaluation for hematuria. The dr was unable to use a rigid scope because the prostate was extremely enlarged and was causing pt much discomfort. Dr elected to remove the rigid scope and place a flexible scope. The bladder was checked without incident. An attempt was made to do a retrograde through the flexible scope and the ureteral catheter was passed through the flexible scope and into the ureter under direct vision. Once in the ureter and when attempting to adjust the postion, the dr could see that the ureteral catheter had broken and left a retained fragment in the ureter. An attempt was made to retrieve the fragment but resulted in pushing the retained fragment further into the ureter. The dr realized he needed another piece of equipment from an off-sight location to retrieve the broken catheter. The pt's bladder was emptied and pt was sent to receovery in satisfactory condition with the complication of a retained ureteral catheter fragment. The pt was returned to surgery to have the broken piece of catheter removed from the pt's ureter via ureteroscopy after the necessary equipment was delivered to the facility. Afterwards, there was some bleeding and a foley catheter was left in place. The pt was taken to the recovery room in satisfactory condition without complication.